Event description:
It was reported that the customer's insulin pump had an off no power alarm without a low battery alert then shut off. The insulin pump came back on after the second battery she tried was inserted. The customer's blood glucose level was 350 mg/dl. The customer said she did have unattended alarms. The customer was advised that unattended alarms will drain the battery. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).